Event description:
A customer reported an affiniti 50 ultrasound system¿s control panel articulation arm assembly broke at the system attachment point. The control panel did not fall, and no user or patient was injured as a result of this event. The control panel was replaced to resolve the immediate issue. The system was placed back into service with no additional issues reported post repair.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the screw failure was caused by forces outside of the range of system design specifications. The system was performing as intended. No additional events regarding this issue have been reported by the customer post repair.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported an affiniti 50 ultrasound system¿s control panel articulation arm assembly broke at the system attachment point. The control panel did not fall, and no user or patient was injured as a result of this event. The control panel was replaced to resolve the immediate issue. The system was placed back into service with no additional issues reported post repair.